Event description:
Our affiliate reported a pt has worn acuvue 2 lenses since 1998 and changed to acuvue oasys lenses in 2007. The pt developed 3 corneal ulcer events while wearing acuvue oasys lenses. The third event occurred in 2008. The pt had pain os and visited the ecp and was diagnosed with a corneal ulcer. The ecp instructed the pt to stop wearing contact lenses. The ulcer was treated with cauterization using a dilute solution of tincture of iodine to coagulate the issue and gentamicin eye drops. The pt was returned for follow-up on six days later, and the cornea was described as normal. No additional info is available at this time. A meeting with the reporting doctor has been scheduled. We will send additional info within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.